Manufacturer narrative:
The device was not returned for this investigation. Should we reach the member at a later date, a supplemental report will be filed in its place

Event description:
The patient reported that their livongo blood glucose meter was providing low readings. The patient contacted emt services, and confirmed that they received a high reading from the paramedics compared to their livongo meter.